Event description:
Additional information: it was reported that the pump was not anchored properly at implant. All follow up information regarding the problems after the revision including the withdrawal symptoms will be captured in a separate manufacturer¿s report.

Event description:
Healthcare professional (hcp) reported the patient experienced withdrawal with symptoms of increased baseline pain, sweats and "feels weird." The event logs were normal. Patient reported every time she bent over, the pump would flip. It was confirmed the pump was flipped and the catheter was kinked. Patient stated she was not getting good pain relief and likely it was due to the catheter kink. Catheter revision was done at the same time as revision to secure the pump in pocket. Caller reported pain and slow recovery of 1.5 months with pump replacement due to removal of scar tissue over pump in pocket. The pump was replaced due to nearing the end of life. Caller noted oral medications of cymbalta and prozac as well as oral meds for breakthrough pain. The pump previously delivered morphine and hydromorphone. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8731 serial# (B)(4) implanted: 2005-(B)(6) explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient had the pain pump implanted in 2005 and it was working well, but when she got a bolus through the pump in 2005 her buttocks would go numb. She got relief from the pump and was able to continue working. When the pump was replaced, the ¿pump was balled up with adhesions¿. The adhesions had to be scrapped out and ¿it caused her to have neuropathy pain". For subsequent events following the patient¿s pump replacement see manufacturer¿s report # 3004209178-2012-07531. Additional information was received and it was reported that the patient¿s original dose was morphine (10mg/ml at 1mg/day). On (B)(6) 2005, ¿she had fluctuate at catheter insertion site¿. On (B)(6) 2005, the patient had a dye study which showed no leak in catheter. In (B)(6) 2005 the medication was changed to dilaudid (8mg/ml at .5mg/day) due to generalized swelling. On (B)(6) 2005, another dye study was done due to continued swelling at catheter insertion site. It showed no leak, but the catheter was twisted because of the pump rotating in abdomen. A pump revision was done on (B)(6) 2006. The hcp (healthcare provider had no documentation regarding the numbness in the buttocks when receiving a bolus in 2005.